Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the hospital with stroke-like symptoms. Additional information was requested, but not provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of a suspected stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.